Event description:
Procedure: lobectomy. According to the reporter: device clamped down on paranchema and began to fire when handle was squeezed. Device would not advance after first initial staples were deployed and knife blade could not be returned. Black knobs were pulled back using both hands while device was in patient and would not budge. Another stapler was opened and used to cut around existing stuck stapler to release from incorporated tissue. Was the device used in patient: yes. There was no delay over 30 minutes. Device fragment fall in patient cavity? No. Device fragment left in patient? No; no buttress material was used.

Manufacturer narrative:
(B)(4).